Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The conclusions are as follows: - the telemetry head is very sensitive to a noisy environment. The files analysis has concluded that the most likely hypothesis is that too much noise was present during the pacemaker interrogation such as nearby screens, laptops chargers or other telemetry heads leading to the impossibility to interrogate the pacemaker. The same pacemaker has been interrogated later successfully since the environment was not too much noisy. It is recommended to avoid as much as possible noisy environment nearby the telemetry head while a device is interrogated. Based on the available data, no issue is suspected on the telemetry head.

Event description:
On (B)(6) 2024, the smarttouch tablet tpac332477 with smartview 3.16 was used to interrogate an eno sr pacemaker (serial number: (B)(6) in the box at 13.29, but it was not possible. The same smarttouch was then used to successfully interrogate both an alizea dr pacemaker (serial number: (B)(6) in the box at 13.30 and an eno sr pacemaker (serial number: (B)(6) in the box at 13.30. The same smarttouch tablet is then used around 18.10 to successfully interrogate the eno sr pacemaker (serial number: (B)(6) in the box.